Manufacturer narrative:
Device was not returned for evaluation. The device history record of reported lot number: 4339154 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined."

Event description:
It was reported that there was under infusion. Per reporter, the patient was there to have a new reservoir replaced. Blincyto was started on monday and upon disconnection, the pump showed that 355.3 ml was infused, and the reservoir volume was 34 ml. However, they stated that the bag still appeared to be completely full. The reporter noted that the pharmacy was drawing medication to see if anything was given to the patient. The patient¿s parents said the pump did not alarm at all during the last four days. The patient was readmitted to restart blinatumomab. Continuous infusion rate was 5 ml/hr. Total reservoir volume was pump-stated at 34.7 ml (initial dose 390 ml). Given was pump-stated at 355.3 ml (pharmacy estimation 140-150 ml infused). The air detector was off, the upstream sensor was on. Length of infusion was 96 hours. Lock level was 2. A cstd was used to fill the cassette. Cstd manufacturer was equashield (spike adaptor ez). The pump was not used to prime the extension tubing as they used gravity via infusion pharmacy. The patient was medically affected and required hospitalization. The event occurred upon removal or end of therapy at the patient¿s home. The operator of the device was a health professional. There was patient involvement.